Manufacturer narrative:
Eval on going at mfg site.

Event description:
Country of complaint: (B)(6). During a laparoscopic surgery the needle came off the thread and was lost inside the abdomen. It took quite an effort to find and finally recover the needle.